Event description:
It was reported that the patient came into the emergency department indicating that this device was emitting beeping tones. During interrogation, it was found that the device had declared elective replacement indicator. Latitude (remote monitoring system) showed that the battery longevity had decreased by approximately two years, and recently showed only four months remaining. A boston scientific technical services (ts) consultant discussed that the communicator hasn't been connected since the 15th of april, and that it was perhaps switched off. After reviewing the data, the pg is depleting in a manner consistent with the lv capacitors advisory. There are no other suspicious faults or resets stored within device memory, and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. From the historical daily battery voltage measurement data, the daily power fluctuations appear steady. This behavior; however, may change unpredictably. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected to be returned for analysis. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The returned teligen device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the patient came into the emergency department indicating that this device was emitting beeping tones. During interrogation, it was found that the device had declared elective replacement indicator. Latitude (remote monitoring system) showed that the battery longevity had decreased by approximately two years, and recently showed only four months remaining. A boston scientific technical services (ts) consultant discussed that the communicator hasn't been connected since the 15th of april, and that it was perhaps switched off. After reviewing the data, the pg is depleting in a manner consistent with the lv capacitors advisory. There are no other suspicious faults or resets stored within device memory, and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. From the historical daily battery voltage measurement data, the daily power fluctuations appear steady. This behavior; however, may change unpredictably. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.